Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained about a meter display that was going 'real dark.' A displayed check was performed and the '88.8' was not complete and they were only seeing the bottom portion of the 8's. It was noted that it's been this way for about the last 3 tests. The customer does not believe the display issue has affected previous result.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.